Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient had touch contamination and did not wash hands properly. The patient was not hospitalized for the peritonitis. On the same day of diagnosis of peritonitis, the patient was retrained on a proper aseptic technique. On an unreported date, the patient began treatment with injection vancomycin (2 gm, given stat and route not reported), injection fortum (1 gm, twice a day and route not reported), injection heparin (2000 iu, frequency and route not reported) and tab shelcal (500 mg, twice a day and route not reported) for the event for peritonitis. Two days later, the patient was recovered from the peritonitis, was doing well and their fluid was clear. At the time of this report, the patient was still taking remedial therapy. Action taken with dianeal therapy was not reported. No additional information is available.